Manufacturer narrative:
Additional information: h6: method code# 2.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also was involved rlt231216j/18026576 UDI#: (B)(4). Please note that the medwatch report# 3007284313-2020-00006 was emailed to FDA on january 9, 2020 to cover this device. (B)(4). The additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Additionally, the IFU state: read all instructions carefully, particularly the following sections: sizing guide, and the directions for use. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. Compliance with device sizing recommendations is critical to performance of the device. Strict adherence to the gore® excluder® aaa endoprosthesis IFU sizing guide is required when selecting the appropriate device size. Use outside the IFU sizing guide can result in endoleak, fracture, migration, device infolding, or compression. Please note that the date of the endoleak is unknown, the reintervention date (B)(6) 2019 will be used to cover this information.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On routine follow up, an endoleak was confirmed. At this point, a proximal type I endoleak was suspected. On (B)(6) 2019, an additional procedure was performed to treat an endoleak. An angiography image revealed a distal type I endoleak at both common iliac arteries. Two gore® excluder® aaa endoprosthesis contralateral leg components were additionally placed. The distal type I endoleak was resolved. Additionally, a type ii endoleak was discovered. The physician is monitoring the type ii endoleak. The patient tolerated the procedure. The physician reported that the common iliac arteries may have enlarged during this time, or the sizes of the devices that were implanted at the initial procedure were not proper sizes.